Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the forceps elevator does not move down at all was confirmed. The service technician observed the k-pipe was buckled. There was bending manipulation and insertion tube defects. Leak found between c-body and c-cover. The cause could be traced to material failure. No further information was reported.

Event description:
The customer reported to olympus that the forceps elevator does not move down at all. There was no patient injury reported.